Event description:
A customer reported that probe was not cutting and aspirating during vitrectomy surgery. The surgery was completed on same day after replacement of probe with new one. There was patient contact but patient impact details were unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).